Event description:
Caller reports that customer's insulin pump gave a bolus delivery by itself. Caller was advised that boluses are not delivered on its own, but it requires button presses. Caller was advised to call when insulin pump was available as customer had pump with her at school. Caller was advised that troubleshooting would be performed then and carelink could be reviewed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.